Event description:
It was reported that, "the scrub tech opened the sterile implant on the sterile field. The scrub tech noticed discoloration on the cup and some residue within the packaging. The scrub tech also reported a hole on the bottom of the internal packaging. The cup and the cup impactor were passed off of the sterile field. Another cup was implanted."

Manufacturer narrative:
Evaluation summary: the exact cause of the event could not be determined, however, a drop may have precipitated the observed damage as well as long time unused.